Event description:
It was reported that low amplitude, high frequency noise was observed on the atrial channel and mode switch episodes were observed due to lead noise. No adverse symptoms were due to the mode switch episodes. Noise was unable to be reproduced with provocative measurements or with device agitation. Physician suspected electromagnetic induction to be the issue. Programming changes were made. The patient was stable.